Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and a high pacing impedance measurement resulting in 1,600 ohms. Additionally, device memory showed several episodes of noise. During lead testing, pacing impedance measurements were observed to be stable at 500 ohms and the patient experienced nausea. A lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received from the local field representative that this lead was explanted and replaced the following day with another manufacturer's product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.